Manufacturer narrative:
Overall investigation summary: guerbet lf was notified by a customer that during a procedure using our 150ml syringe, part number 900103, lot c027293g, air was detected in one of the patient's blood vessels during a lower extremity venogram. As air injections are typically a user issue, the injector operator's manual includes steps to ensure proper air purging prior to injections, as well as precautionary items to avoid during this process. In addition to the purge confirmation feature of the injector, it is recommended the operator follow these best practices referenced in the operator's manual to prevent air injections: 1. Draw an extra 20 ml of air into the syringe. Wait for any air bubbles entrapped in the contrast to rise to the top (outlet end of the syringe). 2. Rotate the powerhead through an 180° arc once or twice, swinging the syringe tip downward and then returning it to the upright position again. This provides a "washing action" to remove air bubbles. Tap the syringe with the heel of the hand to dislodge any stubborn air bubbles. 3. When all air bubbles have risen to the top, expel the collected air from the syringe. 4. With all air bubbles removed, the powerhead should remain in the vertical position (to prevent leakage) until ready for injection. The lot above mentioned syringe was manufactured in january of 2020 and no inventory remains at the manufacturing site. The device history record (DHR) was reviewed and demonstrated the lot was manufactured per specifications. DHR reviews were also performed on the syringe subassembly and barrel lots associated with this finished good lot. No issues were detected, and all parameters were found to be within specification. A review of guerbet's complaint tracking system showed no previous issues with this lot number. Root / probable cause code: personnel - performance - failed to follow procedure root / probable cause summary: probable cause in air injections is a user issue. See investigation summary for additional details. There is no need for a CAPA at this time. These issues are reported upon in management and quality reviews to consider input for corrective actions. Qa will continue to monitor and trend for similar issues. Disposition summary: lot remained in use

Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2020 which occurred on (B)(6) 2020. Reporter states that on (B)(6) 2020, a patient underwent lower extremity venogram, using high pressure injection pump to inject the contrast medium. Since the injection pump connector air leakage, small amount of air was injected into, the radiography showed bead-like bubbles in the deep vein of the lower extremities. The patient had no adverse reaction at present, the doctor was notified to pay attention to the patient's condition to prevent appearance of air embolism.